Manufacturer narrative:
Additional product involved #1: (B)(4). Additional product involved #2: (B)(4). Additional product involved #3: (B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, "while the wife was turning patient, the patient fell off of the bed. The wife stated it was due to there was only 1-side rail install." The patient did not sustain any injuries. (B)(4) were entered into our system to have the bed, rail, mattress and control unit returned to joerns for investigation. As of this writing, the bed, rail, mattress and control unit has not been returned.